Manufacturer narrative:
B5: it was reported during follow up that after twenty-one days from the onset date, antibiotic treatment was discontinued, the patient's pd catheter was removed and the patient was switched to hemodialysis three times a week. The patient has recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was described as due to caretaker change. One day after the event onset, the patient was hospitalized for the event and was treated with vancomycin injection (1gm, once every three days, route and duration were not reported), fortum injection (250mg, route, frequency and duration were not reported) and heparin injection (1000 units, route, frequency and duration were not reported) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from the event. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.